Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Panic attack [panic attack]. Tampon was in vagina...unable to get it out [foreign body in reproductive tract]. String came out when pulling tampon out [complication of device removal]. String came out- tampon [device breakage]. Case narrative: mother reported via e-mail that her daughter tried to remove her tampon and the string broke off causing tampon to remain inside. No serious injury reported.